Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Lead analysis confirmed that there was an outer coil fracture approximately 24 cm from the terminal pin; which likely cause the clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead triggered a lead safety switch (lss) for a high out of range pace impedance measurement, on this pacemaker. It was noted that there were several stored minute ventilation oversensing episodes, with instances of pacing inhibition that were 2 seconds or longer. It was also noted that noise oversensing was recorded due to the unipolar configuration safety switch. The patient was brought in the day of the report, and a lead evaluation yielded no capture at maximum output and pacing impedances greater than 2000 ohms, in the bipolar pacing configuration. The lead was programmed to pace and sense in the unipolar configuration. A chest x-ray was performed and did not reveal a lead issue. However the patient was symptomatic and the physician was thinking about replacing the pacemaker system. Additional information indicated this pacemaker and rv lead were removed and replaced. No adverse patient effects were reported.